Event description:
Additional information received reported that the cause of the loose lead was the doctor forgot to tighten the set screw. It was stated that the patient experienced a burning sensation and intermittent stimulation before the revision. It was reported that the impedances would change base on the patient leaning forward and backward which is what lead them to believe tha tthere was a loose connection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a recent pocket revision for a loose lead. The reporter stated that the lead was now properly connected and impedances were good. It was noted that the patient suffered no injury or adverse event.

Manufacturer narrative:
Product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).